Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the staple cartridge noted that the device had a full complement of staples. The device was loaded into a pmv representative test handle and test adapter for functional testing. The device detect led started flashing as intended, indicating that the software recognized its presence. The device loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The device was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned device confirmed that it met quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed. A review of the device history record indicates the device lot number was released meeting all quality specifications. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This cartridge was used on subtotal gastrectomy. After assembling with idrive ultra, but after the clamping, the staple didn't work at all after push green firing button. As a result, this cartridge was not able to be used. It wasn't fired. It wasn't used any reinforcement material. It wasn't unanticipated tissue loss. No unexpected bleeding. No further complicated was reported. The surgery was not extended by more than 30 minutes. How was it detected: preparation.